Event description:
The customer reported to olympus an e433 error message was showing on their hf unit ¿esg-400.¿ the reported phenomenon was discovered during preparation for use before a therapeutic abdominal surgery and the procedure was completed with another similar device. No death or injury and no impact to person or other was reported to olympus.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. A worn lvps cable was also observed. This report also contains information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly four years since the subject device was manufactured. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. A definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).